Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose value was 600 mg/dl at the time of incident. The current blood glucose value was 560 mg/dl. The customer currently not wearing insulin pump. The customer was in and out of auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test guardian link communicates properly to the insulin pump noted. No unexpected beeping or errors noted.